Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that passed away due to acute ischemic stroke. They had subtherapeutic international normalized ratio (inr), suspected noncompliance with coumadin and multiple missed anticoagulant appointments despite being reached out to and educated multiple times. The patient presented to emergency department with decreased responsiveness and lethargy. Imaging revealed acute intra parenchymal hemorrhage with intraventricular extension. A chest tomography angiography (cta) revealed left middle cerebral artery (mca), m1 occlusion. A computed tomography (CT) perfusion scan revealed suspicion for completed stroke with global perfusion mismatch. Their neurological status declined and the patient was intubated for protection. They suffered with cute large left mca ischemic stroke, intraventricular hemorrhage (ivh) and right temporal intracerebral hemorrhage (ich). There was a worsening neurologic exam, with anisocoria, concern for clinical seizures. Family decided to have the pump turned off. The death was not considered to be device related. The device operated as expected.